Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination identified an outer kink 52mm from the base of the tip. This type of damage is consistent with the application of excessive force to the delivery system during handling. The device was received with the stent fully mounted onto the delivery system. The stent was deployed without issue or resistance. A visual examination of the stent identified no issues. It was noted that the inner was kinked 52mm from the base of the tip. This type of damage is consistent with the application of excessive force to the delivery system during handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 16x60/9fr uni plus 75cm wallstent® endoprosthesis was selected to treat the lesion. However during unpacking, it was noted that the tip of the catheter was bent and it was assumed that the stent was also bent. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 16x60/9fr uni plus 75cm wallstent endoprosthesis was selected to treat the lesion. However during unpacking, it was noted that the tip of the catheter was bent and it was assumed that the stent was also bent. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.